Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, pain, wrinkling.

Event description:
Patient reported right side "capsular contracture baker grade ii", "pain" and "rippling". Healthcare professional later reported "capsular contracture baker grade IV". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, d.6b, h6.

Event description:
Healthcare professional further reported "any creases", via rga checklist, and "the patient noticed that her implants were getting higher" and "fold flaws" via operative report. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ crease/folding of implant: observed creases on device. ¿ malposition: unable to observe as it is not related to the manufacturing process. ¿ wrinkling of the skin: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Patient reported right-side "capsular contracture baker grade ii", "pain" and "rippling". Healthcare professional later reported "capsular contracture baker grade IV". Healthcare professional further reported "any creases" and "the patient noticed that her implants were getting higher" and "fold flaws". Device was explanted.